Manufacturer narrative:
Other devices involved in this event: (B)(4) - battery / catalog number 1650de / expiration date 11/30/2016. Not returned to manufacturer. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. The hvad controller is a microprocessor unit that controls and manages the system. It sends power and operating signals to the blood pump and collects information from the pump. The hvad controller requires two power sources for safe operation. The instructions for use (IFU) and patient manual explain the correct method of connecting to and disconnecting from the power sources and the controller to prevent damage to either the power source connections or the controller power ports. According to the IFU and patient manual, users are instructed to return any damaged components to heartware. In addition, the user is cautioned to always have a backup controller available and programmed identically to the primary controller. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.

Event description:
It was reported by the vad coordinator that the patient was having ongoing problems with controller power ports and power loss. It was occurring intermittently but can happen in quick succession. Patient monitored batteries and states that there is no battery issue. On a couple of occasions the patient lost power completely when changing battery. This is mostly occurs on port 1 but has also occurs port 2. Log files showed power switching from one power source to the other earlier than expected. The customer was advised to exchange controller, batteries and ac adapter. No further information was provided.

Manufacturer narrative:
(B)(4). It was reported that the patient was experiencing problems with controller power ports, loss of power and power switching. The controller (B)(4) and four batteries (B)(4) were returned for evaluation. Review of the non-returned devices' manufacturing records confirmed that the associated devices met all requirements for release. Log files were available; however, do not cover the event date. Failure analysis of the devices was not performed since the units were not returned. The reported problems with controller power ports, loss of power and power switching could not be confirmed; log files do not cover event date and devices were not available for analysis. Applicable risk documentation and experience with events of similar circumstances were considered; events with power switching events are most often attributed to communication errors or momentary disconnections between the controller and batteries. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.

Manufacturer narrative:
Additonal information received: the event was not associated with any controller alarms or pump stops. The controller exchange resolved the issue. No further information was provided. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.